Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an other (unusual issue) issue. It was reported that the pump did not accurately deliver programmed bolus amounts. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an unusual issue.

Manufacturer narrative:
Follow-up #1 date of submission 01/11/2016-device evaluation: the pump has been returned and evaluated by product analysis on 12/28/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. A review of the bolus history revealed multiple cancelled bolus deliveries due to occlusion alarms and the user pressing meter buttons. The recorded total daily dose values added up to accurately reflect the programmed basal rate. During testing, the rewind, load, and prime steps were completed successfully with no duplicated errors, alarms, warnings, or delivery interruptions. The pump accurately delivered 24 units of insulin during a 24 hour duration test with a basal setting of 1 unit/hour. A 10 unit normal bolus and audio bolus were performed successfully and recorded properly. No damage was found to the keypad, and all the keypad buttons responded properly. The complaint was not duplicated.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.